Event description:
Lawsuit from lawyer states his client was in a slow moving line periodically sitting on rollator seat when seat unexpectedly broke. User fell and sustained unspecified serious injuries.